Event description:
A reprocessed harmonic scalpel began to disintegrate during surgery. The coating on the inactive blade started to peel off while inside the patient. Since this incident occurred, I have had 3 more units malfunctions (all re-processed).